Manufacturer narrative:
The device(B)(4) has been inspected for investigation purpose. The tests performed confirmed that we need a bigger screw to keep covers in place. A new screw was added for repair purposes.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the casing was non-functional. There was no patient involvement reported.